Manufacturer narrative:
A 2mm x 30cm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter did not inflate to its nominal pressure and a rupture may have been the cause. The procedure was completed with a new non-cordis balloon catheter with no reported patient injury. The intended procedure was acute limb ischemia (ali) case and was intended to be used for inflation of the superficial femoral artery (sfa). The lesion had little calcification, no vessel tortuosity and 100% of stenosis. The device was used for probable thrombotic occlusion. The device was stored per the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally and maintained negative pressure. The catheter was not ever in an acute bend. The balloon catheter was not kinked while being used. The saber balloon was used in conjunction with a non-cordis sheath and non-cordis guidewire. The procedure used a 50:50 contrast to saline ratio using a non-cordis indeflator. The same indeflator was used successfully with other devices. The balloon catheter was removed easily and intact (in one piece) from the patient¿s body. Other additional procedural details were requested but are unknown. The product was not returned for analysis as it was discarded by the facility. A product history record (phr) review of lot 82176352 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 100% stenosis may have contributed to the reported event, as a heavily stenosed lesion may damage balloon material when attempting to cross the lesion. As stated in the event description, the device was used for probable thrombotic occlusion, this may have also contributed to this event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
A 2mm x 30cm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter did not inflate to its nominal pressure and a rupture may have been the cause. Therefore, the balloon catheter was removed easily and intact in one piece from the patient¿s body and replaced with a new non-cordis balloon catheter. The procedure was completed and there was no reported patient injury. The intended procedure was acute limb ischemia (ali) case. The device was intended to be used for inflation of the superficial femoral artery (sfa). The lesion had little calcification, no vessel tortuosity and 100% of stenosis. The device was used for probable thrombotic occlusion. The device was stored per the instructions for use (IFU). There was no difficulty removing the product from the hoop and protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally and maintained negative pressure. The catheter was not ever in an acute bend. The balloon catheter was not kinked while being used. The saber balloon was used in conjunction with a non-cordis sheath and non-cordis guidewire. The procedure used a 50:50 contrast to saline ratio using a non-cordis indeflator. The same indeflator was used successfully with other devices. Other additional procedural details were requested but are unknown. The device will not be returned for evaluation as it was discarded in the hospital.